Manufacturer narrative:
Mentor became aware that the device manufacturing date and expiration date for lot number 7287427 were erronously omitted from the initial report sent on july 13, 2020. The following dates are: (manufacturing date: 02/01/2016 expiration date: 01/27/2021). For lot 7408686: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (Manufacturing date: 12/09/2016 expiration date: 12/08/2021). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot 7287427: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For lot 7408686: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered capsular contracture; baker grade iii, post-procedure on an unspecified breast. Since it was not specified which side was contracted, both implants' information will be provided: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7287427 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7408686 sn: (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.